Event description:
It was reported that during a colonoscopy procedure, the wire of the device would not cauterize. They could not get the snare wire off the polyp. The pt went to surgery. The snare and polyp were removed together during the surgery. No product was returned for evaluation.